Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-apr-2024, it was reported that patient was hospitalized because of blood glucose level was 520 mg/dl with presence of high ketones therefore the patient was treated with IV and fluids of saline and insulin.the patient was released from hospital on (B)(6) 2024. No further information was available.